Event description:
Boston scientific crm received information that this device showed 2 years remaining 5 months ago, and at this check it was stating elective replacement indicator (eri). The device was found to be at 3.5 v and stuck in retry. An issue with the auto capture (ac) is suspected which was found to be turned off. The ac was turned back on. Ultimately the physician elected to explant and replace the device and the explanted device will be returned for analysis. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.